Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, 4 retention samples from bd inventory were drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 1211rcf for 10 minutes, using an mse mistral 1000 centrifuge. All samples separated as expected with complete impervious gel barriers. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the review of the photos. A root cause could not be determined. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "sst tubes centrifuged at 2200g for 10 minutes and gel remained at the base of the tube."